Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown what the patient¿s weight at the time of the event was. The device involved in the event was going to be sent back for analysis. No further complications were anticipated.

Manufacturer narrative:
Analysis had shown that the ins had a deformed balseal spring in the connector port preventing the lead from being fully inserted into port #2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated the 0-7 port of the ins was blocked out of the box so they could not insert the lead/extension into the port. Caller stated they removed the set screw and attempted to suck out the blockage with no resolution. Caller stated they used another ins for the case. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.